Event description:
Revision surgery - due to the patient dislocating. The revision surgery was required to place a more constrained liner option. The representative indicated he did not know anything about the first surgery, other than it was at the same hospital and different doctor. He was not able to get a first surgery date. The implant lot number is not pulling up any history in our database either so there is nothing on the first surgery.

Manufacturer narrative:
The reason for this revision surgery was due to the patient dislocating. The length of in-vivo service is unknown since an original surgery date was not provided or could be established. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a significant adverse event to the patient. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (dhrs) show that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. Given the limited information, extensive search for an invoice of the previous surgery produced no results. Should additional information become available this investigation will be re-opened for further evaluation. The root cause of this complaint was a revision surgery due to the patient dislocating. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.